Manufacturer narrative:
The 510(k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation, since this medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged inaccuracy began a couple of weeks prior to contacting lfs. On an unspecified date/time, the patient claimed she obtained alleged high blood glucose readings of "128 and 140 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with oral medication. The patient denied taking any action regarding her diabetes management when she obtained the alleged high result. However, a couple of hours after obtaining an alleged inaccurate result, the patient reported that she felt sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after obtaining an alleged inaccurate result with the subject meter.